Event description:
It was reported that prior to patient use the cuff of a tracheal tube did not inflate. There was no patient involvement. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The tracheal tube was returned for investigation. An inflation deflation test was performed and the cuff of the tube deflated immediately. A visual inspection was performed and a cut was detected on the cuff. The customer complaint was verified. All manufacturing controls were reviewed and found acceptable and effective to detect the reported complaint. An inflation test is performed for all taperguard products. The operator inspects all products for leaks and removes any defective products. Cuts of this magnitude at the time of manufacturing would have been detected and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.